Event description:
A customer reported an illuminator issue prior to surgical procedures. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The illuminator and the lamp were both replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 1, 2010. Based on qa assessment, the product met specifications at the time of release. Illuminator and lamp was received for evaluation. A visual assessment of the returned samples did not find any obvious visual nonconformity. The returned samples were tested and the returned illuminator sample did not meet specifications. The illuminator had low lumen output. The returned illuminator was then disassembled, and it was found that the aspheric collimating lenses was cracked. An internal investigation was opened to address the issue. The root cause of the reported event can be attributed to cracked aspheric collimating lenses. However, how and when the lenses became cracked cannot be determined conclusively. An internal investigation was opened to address the issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).